Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges sinusitis that was treated with antibiotics, headaches and high blood pressure treated with medication.

Manufacturer narrative:
Additional information was received on dec 14, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinusitis that was treated with antibiotics, headaches and high blood pressure treated with medication that are related to CPAP device's sound abatement foam. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During inspection, the manufacturer observed that there is dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, blower grommets, p4 power connector. Unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. A contaminate consistent with keratin was observed on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. . The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination in the airpath, likely from a source external to the device and was unable to address the patient's symptoms specified. Sections d9, g3, h2, h3, h6 has been updated in this report.